Event description:
It was reported that there was a confirmed overdischarge. It was unknown what number overdischarge it was. A physician mode recharger (pmr) was performed, and the pmr did not successfully reset the device. Actions required as a result of the event was a replacement. The pmr was done in the office and the battery would not begin charging. The patient did not want to do another pmr in the office. The healthcare provider (hcp) would refer the patient to another hcp to have the battery replaced. It would be replaced in the future. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The patient had not used the battery in at least two years and hadn¿t charged it in those two years. But the patient wanted to begin using therapy again so the hcp would refer the patient to get the battery replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).